Event description:
Adverse event: death. Onset of adverse event: during the procedure. Device issue: none. It was reported that the patient developed pea (pulseless electrical activity) during the procedure with occlusion of both the left anterior descending artery (lad) and the circumflex (cx)-both were stented. The jostent was placed in the lad to treat a possible perforation. The pt died during the procedure. No add'l event or pt info was available.

Manufacturer narrative:
(B) (4). The stent remained in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A f/u will be submitted with any relevant info.